Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green and orange leds turned off caused by vibration. There was no patient involvement.